Event description:
It was reported that the implantable neurostimulator system was removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-60, (B)(4), implanted: 2011 (B)(6), explanted: unknown. Lead model 3777-60, (B)(4), implanted: 2011 (B)(6), explanted: unknown. Programmer model 37743, (B)(4), recharger model 37752, (B)(4).